Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, belfast on the 6th february 2015. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015 and that it had performed all self-tests up to and including the last log entry on (B)(6) 2017. On visual inspection of the membrane tail, evidence was observed to indicate it had been incorrectly installed. This resulted in damage to the membrane tail and the pins within the j11 connector not correctly aligning with the membrane tail tracks. This misalignment of the membrane tail resulted in the device not powering up in 500p CPR advisor mode, and the instructional leds operating out of sequence.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indicator.